Manufacturer narrative:
Concomitant medical devices: d224trk device, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a fracture. The lv lead was replaced with an epicardial lead. No patient complications have been reported as a result of this event.